Manufacturer narrative:
External insulation abrasion was noted at 8.8 - 12.2 cm from the connector pin consistent with lead friction to device can. The outer coil was exposed at this location. This is consistent with the observation from the field of noise.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon device interrogation, the patient's right atrial lead exhibited episodes of noise. The lead was explanted and replaced on (B)(6) 2019. The patient's condition was stable after the procedure.